Manufacturer narrative:
Sorin group deutschland manufactures the compact system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. Sorin group deutschland received a report that the sc system repeatedly had damage occurring to the cak & sal boards & shunt resistor approximately four months after each replacement. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group deutschland received a report that the sc system repeatedly had damage occurring to the cak & sal boards & shunt resistor approximately four months after each replacement. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the compact system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and observed an error code during testing. The failure was traced to a defective (B)(4) board and shunt resistor. Both parts were replaced to resolve the issue and subsequent testing of the device did not identify any further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by livanova technician.